Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke. A guidezilla¿ guide extension catheter was selected to be used. During unpacking, when the device was pulled out of the package, it was noted that the device broke in half. The device did not enter the patient's body. No patient complications reported.